Manufacturer narrative:
This is one of 13 events of a malfunction from the same clinic. The alleged malfunction resulted in blood. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Dialysis clinic nurse reported observing blood clotting in the dialyzer. The event occurred during the patient's hemodialysis treatment. Upon observation the patient was re-set up on a back up dialysis machine. The blood was not re-infused into the patient resulting is blood loss 150-200ml. There was no medical intervention with the patient. The device was requested for plant investigation.

Manufacturer narrative:
The clinic returned 51 companion f250nre dialyzers for examination. All samples passed (leak) testing, ultrafiltration, and sodium clearance testing. All tests were within specification. Two samples failed visual examination due to kinked fibers. However, no performance issues were observed as these samples passed all other testing. The kinked fibers are unrelated to the reported complaint of a blood clot. One additional sample was observed to have uneven potting, but passed all testing. The lot history was reviewed. One other complaint was reported against this lot aside from the group of 13 complaints related to the current investigation. A report of an insect was received by a different customer against the lot (no mention of clotting in insect complaint). No complaints of clotting have been received from any other customers. The production record was reviewed and there were two approved temporary deviation notice and one non-conformance and a rework noted on the lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Sub-assembly components were also reviewed and passed all testing/release criteria.